Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse reformatted the hard drive and reloaded software and calibration files. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed corrupted images. No patient serious injury or death was reported related to this event.